Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 470 mg/dl. The customer treated with manual injections. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to leave the battery out of the pump for 2 hours and monitor blood glucose readings. The customer was advised to call back if display did not return after waiting two hours and reinserting battery.